Event description:
Boston scientific received info that this right ventricular lead exhibited low r-wave measurements. At implant the r-wave was greater than 12 millivolts and was later seen to be at 1.1 mv. The pt underwent a surgical procedure and this product was explanted and replaced. No adverse pt effects were reported.